Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "long-term outcomes of endoscopic resection for small (= 4.0 cm) gastric gastrointestinal stromal tumors originating from the muscularis propria layer". The literature reported the result of 229 patients with gastric gastrointestinal stromal tumors of the endoscopic resection (ER) procedure using olympus electrosurgical knife kd-620lr or kd-611l or non-olympus device from june 2005 and february 2015. In the subject case, one case of perioperative bleeding that was transferred to laparoscopic surgery occurred. Omsc will submit a medical device report (MDR) depending on the event.